Event description:
Customer reported that the device heated up and stopped. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. Various parts were replaced. Device was repaired and returned to the customer.